Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent excision of mesh on (B)(6) 2012 due to erosion and extensive scarring.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat stress urinary incontinence, uterine prolapse, cystocele and rectocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, incomplete emptying, bowel incontinence, left lower quadrant pain, difficulty holding urine, cannot feel when she is urinating, and urine flow stops involuntarily.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, incomplete emptying, bowel incontinence, left lower quadrant pain, difficulty holding urine, cannot feel when she is urinating, and urine flow stops involuntarily.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, frequency, and infection.